Manufacturer narrative:
Manufacturer's report date: 07/09/2014. (B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported leaking "because the fitting at the end does not swivel when the patient moves around." No patient harm or medical intervention was reported. No additional patient/event information was provided.